Manufacturer narrative:
(B)(4). Concomitant medical products: 11 fr introducer sheath, 0.035 termuo guidewire. Further investigation is being conducted and the information will be included in the final report.

Event description:
The patient presented with an aneurysm in the right popliteal artery which was treated with a gore® viabahn® endoprosthesis. The medical device was inserted through an 11 fr introducer sheath and advanced over a 0.035 termuo guidewire. It was reported to gore that when device deployment was initiated, the endoprosthesis expanded from hub to tip quite normal until the distal end of the endoprosthesis was reached where some resistance was recognized. As the deployment line was further pulled, the deployment of the endoprosthesis stopped suddenly, after the device was partially deployed about 4cm distally. It was recognized that the device had moved during the deployment. Excessive deployment force was experienced as further device deployment was tried to be initiated. Finally they could continue device deployment while the deployment line could not be detached from the endoprosthesis. It was necessary to perform a vessel cut down in order to insert an instrument with which they were able to cut and retrieve the deployment line from the endoprosthesis and the patient. It was stated that around 2cm of the deployment line remains in the patient. The patient is doing well following the procedure.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. Our engineers have evaluated the returned device. Their investigation showed following: no gore® viabahn® endoprosthesis was returned. The deployment knob was separate from rest of deployment catheter with 45 cm deployment line connected. Approximately 96 cm deployment line was present not connected to any other components of the device. The catheter had columnar failure near hub end, due to high deployment force. The remainder of catheter components were unremarkable. Based on the device examination performed, no manufacturing anomalies were identified.